Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2016 the patient was in the office with the hcp. A critical pump alarm was occurring. Telemetry confirmed the empty pump alarm was occurring. It was unknown when the pump went empty. The report pulled did indicate that the pump was last refilled in (B)(6) of 2015. No patient symptoms were reported. Additional information was received on 09-dec-2016 and it was reported that the patient never had the pump refilled after the initial fill in 2015. The patient refused further assistance and left the clinic. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.